Event description:
It was reported that a balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the non calcified and non tortuous left subclavian vein. A 8.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The balloon was inflated five times at an unknown pressure in an unspecified lesion. When the balloon was inflated for the sixth time in the target lesion, it burst along the circumference at an unknown pressure. The catheter was removed but over 50% of the balloon remained in the patient. The physician attempted to retrieve the device by using a larger sheath and a snare but was unsuccessful. The physician was planning to do a CT scan the following day to help in the retrieval. The patient is in pain but stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the distal section of the balloon tear and shaft break were not returned for analysis. A visual examination of the returned device identified a complete balloon circumferential tear in the balloon and a break in the shaft at the lapweld site. The balloon circumferential tear was located at 2.3cm distal to the proximal edge of the proximal balloon sleeve. The break at the lapweld was located inside the proximal transition zone of the balloon. The break at the lapweld is consistent with excessive tensile force having been applied to the shaft. A full microscopic examination of the balloon material identified no anomalies which could potentially have contributed to the balloon circumferential tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the non calcified and non tortuous left subclavian vein. A 8.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The balloon was inflated five times at an unknown pressure in an unspecified lesion. When the balloon was inflated for the sixth time in the target lesion, it burst along the circumference at an unknown pressure. The catheter was removed but over 50% of the balloon remained in the patient. The physician attempted to retrieve the device by using a larger sheath and a snare but was unsuccessful. The physician was planning to do a CT scan the following day to help in the retrieval. The patient is in pain but stable.